Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. According to the patient, on (B)(6) 2023, early in the morning the patient took mealtime insulin. Sometime later, he passed out and broke his ankle. His wife contacted 911. The receiver at that time showed 90 mg/dl and when emergency medical technician (emt) arrived they poked his finger it was 32 mg/dl. They gave him glucagon "on IV" and took him to the emergency department. They manually monitored his readings until they showed in range, and he was discharged within the day and he was stable. He went back to the hospital the following day to have an x-ray procedure for his ankle that broke. According to the patient, he had an operation. No further information was provided on the surgery. At the time of the report, the patient was feeling good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.